Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the device is providing incorrect readings. The readings are sporadic and incorrect. No patient impact or consequences were reported.